Manufacturer narrative:
(B) (4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the pt underwent a procedure at t2 to implant posterior fixation rods and screws. It was reported that the screwdriver could not hold the set screw tab after it was broken off. The tab fell into the pt's body but was retrieved. No pt complication was reported.